Event description:
It was reported that stopper angularity occurred before use with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, "during the preparation of injectables, using this lot number, we noticed that the rubber stopper on the piston is placed diagonally, which hinders or can falsify the accurate reading of the correct dose of small volumes of cytostatics."

Manufacturer narrative:
H.6. Investigation: three photos and ten 3ml syringes in fully sealed blister packs confirmed to be from batch 7120875 (p/n 309658) were received and evaluated. It was observed all the stoppers in the syringes had some degree of stopper angularity. All ten syringes were measured for stopper angularity using a comparator. In all cases the syringes were acceptable per product specification. Potential root cause for the stopper angularity defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper angularity occurred before use with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, "during the preparation of injectables, using this lot number, we noticed that the rubber stopper on the piston is placed diagonally, which hinders or can falsify the accurate reading of the correct dose of small volumes of cytostatics."